Event description:
It was reported that the console shut down during procedure. The breaker and outlet seemed to be working normally but, the console could not be restarted. The procedure was cancelled. There were no patient complications reported. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation status unknown.

Manufacturer narrative:
The console was field serviced at user's facility, it was found that the console would not power on. The main breaker was not broken. The field service engineer indicated that the circuit breakers were defective and required replacement. After replacing the circuit breakers, the console powered up. As a result, the console was within specification and functioning as intended. The two circuit breakers were received at our post market quality assurance laboratory for analysis. Visual inspection of the first circuit breaker identified that it was in good condition. The electrical connections were in good condition. The first circuit breaker had two sections. One side passed conductivity testing; however, the other side did not pass the conductivity testing, and it did not close. Visual inspection of the second circuit breaker identified that it was in good condition. The electrical connections were in good condition, and it passed the conductivity testing. Based on investigation results, the reported event was confirmed.

Manufacturer narrative:
The console was field service at user's facility, it was found that the console would not power on. The main breaker was not broken; however, it was replaced. After replacing the circuit breaker, the console powered up. As result, the console was within specification and functioning as intended. In addition, the circuit breaker was receipt at our post market quality assurance laboratory, visual inspection identified that the circuit breaker was in good condition. However, the conductivity test identified that one set of contacts were electrically open and would not close. Therefore, the reported event was confirmed.

Event description:
It was reported that the console shut down during procedure. The breaker and outlet seemed to be working normally but, the console could not be restarted. The procedure was cancelled. There were no patient complications reported. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation status unknown.

Event description:
It was reported that the console shut down during procedure. The breaker and outlet seemed to be working normally but, the console could not be restarted. The procedure was cancelled. There were no patient complications reported. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation status unknown.